Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing numbness in his neck when he bends it back and forward. The physician determined that the lead was compressing on the nerves, as it bends in the space which is causing the numbness. The physician treated the patient with pain injections to the neck area, but they did not help with the patient's pain. The patient reportedly will not have a revision, as the physician decided the patient should have a fusion instead.